Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was squeezed and the proximal insulation damaged due to excessive force when tightening the suture sleeve.

Event description:
It was reported that during a right atrial lead procedure, an insulation anomaly was noted on the left ventricular lead during explant. The lead was replaced.